Event description:
It was reported that an alert for long charge time was observed. The charge time was re-measured and found to be normal. It was noted that the device may have been kept in a cold environment several months prior to implant and may have affected the charge time. The device remains implanted, and patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.